Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2006, the patient was pre-operatively diagnosed with degenerative disc disease at thoracic spine, t8-t9 and t9-t10 and underwent the thoracoscopic and open exposure of the thoracic spine for discectomy and thoracoscopic anterior fusion with lateral lt cages and bone morphogenic protein. As per op-notes" once in position, reaming took place across the disc space followed by application of an 11 x 32 mm lateral vak device with bone morphogenic protein placed within it. Image intensification confirmed appropriate position of the implants". The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.